Event description:
It was reported that the ilet screen was unresponsive and could not be unlocked despite multiple attempts, including waking the device, cleaning hands, removing the case, and performing a restart by placing it on the charger and holding the wake button, leading to a replacement being arranged. Symptoms included no adverse clinical effects and a reported blood glucose of 89 mg/dl. Outcomes included no injury and no need for medical intervention. Investigation included troubleshooting over the phone and a device restart procedure. Investigation of this device revealed a persistent touchscreen or user interface malfunction consistent with a hardware screen issue that did not resolve after standard recovery steps. It was concluded, based on previously established findings for similar reports, that the cause was an unidentified device malfunction of the display or touchscreen assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.